Event description:
Customer reported the buttons on the insulin pump were not responding. Customer's blood glucose was 112 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer stated the device also had a crack so troubleshooting was done for damage. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, broken battery tube threads, minor scratches on the display window, cracked reservoir tube and cracked reservoir window. All the buttons did function properly. However, moisture damage was noted on the keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.